Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that a lost image occurred during the procedure. During the percutaneous coronary intervention (pci), an opticross imaging catheter was used however lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. The telescope assembly was not able to properly pull back, advance and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification no other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).